Event description:
A patient was revised approximately 6-months after implantation to address a fractured locking mechanism on two-level ozark plate and two migrated ozark screws at that same level (c7). The patient was noted to have achieved fusion and the explanted devices were not replaced. This report captures the two-level ozark plate.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion

Event description:
A patient was revised approximately 6-months after implantation to address a fractured locking mechanism on two-level ozark plate and two migrated ozark screws at that same level (c7). The patient was noted to have achieved fusion and the explanted devices were not replaced. This report captures the two-level ozark plate.